Event description:
It was reported that during use of the bd discardit¿ ii 20 ml syringe there is an issue with leakage. The following information was provided by the initial reporter: they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hemathology ward does not use them any more. Problem found with syringes.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd discardit¿ ii 20 ml syringe there is an issue with leakage. The following information was provided by the initial reporter: they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hemathology ward does not use them any more. Problem found with syringes.